Event description:
End-user has a difficult time pulling up plunger to draw insulin. End-user also stated that the plunger feels "loose."

Event description:
End-user found syringes in polybags with bent needles and missing caps.